Event description:
Dr was using apex pin to construct an external fixation on a pt's mandible. As he was inserting the apex pin using the inserter provided on the loan set the pin broke. The apex pin was left in the pt.

Manufacturer narrative:
Device remains in the pt. No eval will be performed. If the device or add'l info becomes available it will be reported on a supplemental report.